Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly as per instruction for use and that it was placed inside the operating theater with the fan directed away from the surgical field. The device 16s17157 was not yet upgraded with vacuum and sealing kit at the time of 2017/2018 surgery. No additional information is currently available on this specific case and the root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A service history records review could not identify any information or previous case relevant to the reported event. A review of complaints database revealed no previous contamination complaints for this specific device. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received medwatch report mw5098576 report of a patient presenting fever and fatigue and found positive to mycobacterium chimaera. The patient underwent cardiac surgery in 2017 and in 2018 and the same heater-cooler system 3t device was used during surgeries.